Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was not detecting ac power. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was not detecting ac power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they replaced power button and ac light unresponsive due to power supply issue; switching power supply replaced. Software version as found 9.19.1; as left 9.19.1. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pcu switching power supply. A review of the device history record showed the device had a manufacture date of 04nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was not detecting ac power. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was not detecting ac power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.